Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: 010000858, g7 neutral e1 liner 36mm f, 6237888; 193011, echo b-mtrc mp fp so 11, 551060; 650-1057, cer bioloxd option hd 36mm, 2907284. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04754; 0001825034 - 2018 - 04755; 0001825034 - 2018 - 04756.

Event description:
It was reported patient underwent an initial left hip procedure. Patient then reported an acute onset of progressive pain and swelling for 6 days following a gastrointestinal illness approximately a month and a half post surgery. Subsequently, patient underwent a hip revision surgery due to pain, swelling, and infection less than 2 months post implantation. During the revision procedure, the patient experienced an estimated blood loss of 800mls and required a packed red blood cell transfusion.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: item# (B)(4), item name: cer option type 1 tpr sleve +3, lot# unknown. Reported event was confirmed by review of medical records which state that the patient underwent explant of the total hip with placement of an antibiotic-coated articulating spacer due to infection. Estimated blood loss 800ml and packed red blood cell transfusion. Returned components were evaluated and found conforming to print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.